Event description:
On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient made a mistake/touch contamination. On (B)(6)2010, the patient was diagnosed with peritonitis. In (B)(6)2010, a peritoneal effluent culture was positive for escherichia coli. On (B)(6)2010, the patient was hospitalized due to the peritonitis. The nurse did not provide information regarding treatment. On an unreported date in 2010, pd therapy was withdrawn. On an unreported date in 2010, the patient recovered from the peritonitis. It was not reported whether the event of patient made mistake/touch contamination resolved. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with culture positive for escherichia coli was not related to pd therapy. A causal relationship was not reported for the event of patient made mistake/touch contamination with regards to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The cause of this peritonitis event was due to poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was completed on the potentially associated lot number (gd873919), with no defects noted. The root cause investigation is in progress.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Patient's therapeutic range: 2.0 - 3.0 inr.